Manufacturer narrative:
This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently admitted due to appropriate shocks from their implantable cardioverter defibrillator ( ICD). During the admission, the electrophysiologist (ep) attempted to lower the energy of the patients first shock with hopes of limiting the charging time before therapy in an attempt to eliminate the patient's syncope. Defibrillation threshold (dft) testing was performed which failed at 25 joules (j) and 35j internal shock. Ultimately the patient was rescued via external shock. It was also stated the patient had a right ventricular (rv) lead implanted with a noted "malfunction." During the lead extraction the helix would not retract and the lead could not be removed with manual traction due to heavy fibrosis along the length of the lead. Eventually the lead was removed via laser extraction. Both the device and lead have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned in segment. Therefore, helix extension and retraction could not be performed. Visual inspection found there was tissue on helix and the distal conductor distorted within is1 connector pin. Distortion of the distal conductor within the is-1 connector prevents helix extension and retracted, explant damage. There also found the distal conductor fractured in vivo and it might contribute to the electrical complaints. If information is provided in the future, a supplemental report will be issued.